Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump turned off without user input when it was tested on battery mode. A review of the event history log revealed ¿improper shutdown!¿. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the back flex battery contact pins being depressed/jammed due to a dried liquid substance and were unable to rebound as designed. The back flex battery contact pins required cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump turned off upon device power up in the intensive care unit. There was no patient involvement. No additional information is available.